Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. Additional information was received that the patients explanted battery was disposed by the hospital.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.